Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed self-tests up to the (B)(6) 2016. The device recorded temperatures outside the recommended stand by temperature. Upon visual inspection of the device the pogo pins appeared to be sheared off and blistering was observed on the information labels and scuff marks on the lower casing. The device records manual power ups of 10 minutes duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure due to adverse storage conditions. The ten minute time outs and measurements taken would suggest a failing membrane due to corrosion on the membrane tail. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.